Event description:
One of four (4) physician-reported post implant infections. All four (4) patients had a spinal cord stimulator implant, medtronic model 7427, between 2003 and 2004. This pt reported redness and drainage from incision, right gluteal pocket.

Event description:
User facility reports 2601080000-2004-0004, 2601080000-2004-0003, 2601080000-2004-0002, 2601080000-2004-0001. After further investigation by the manufacturer, and the hosp, it was determined the events were unrelated. The devices were sterilized at different times and the hosp infectious control found no particular findings. The devices were implanted over the course of fourteen months.